Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing uncomfortable heating at the ipg site while recharging and discomfort at the ipg site. The physician examined the patient and it was reported the ipg was superficial under the skin. The heating issue had become noticeable within the last month. The physician planned to undertake surgical intervention to reposition the ipg.